Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned treatment procedure was continued when the issue happened. The procedure was aborted, and the procedure completed by the patient moved to another room. The remote service engineer (rse) inspected system remotely and found the problem with the x-ray pc. Rse guided the customer reinstall the software on the x-ray pc, which resolved the issue. After reviewing log file fse found x-ray-pc does not work. Upon troubleshooting as suggested by rse fse replaced the os hdd of the x-ray pc. After the replacement of the os hdd of the x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not starting up correctly and the x-ray was not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.